Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found a broken pneumatic module and fiber optic connector due to customer abuse. The fse replaced the broken fiber optic connector and the pneumatic module. This resolved the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading pressure and did not display ECG lines. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Historical data analysis: (4109/3243) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3243) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3243) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.